Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred two (2) minutes into treatment. Machine alarmed; positive test for blood leak. Arterial blood returned. Estimated blood loss . 100 cc. Dialyzer and lines replaced. No further problem reported.